Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that part of the distal section had detached, exposing the core wire. No evidence of corewire fracture was found and the guidewire body showed n evidence of being damaged. The distal tip section appears to have been in contact with a sharp or metal object. It is important to mention that the event happened during the procedure and there is no alleged damage in the wire prior to its insertion. It is possible that unstated procedure and possibly clinical factors may have contributed to the event including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, operational context is the most probable root cause for this incident.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) on (B)(6), 2011. According to the complaint, during the procedure after the guidewire was inserted into a tandem cannula the guidewire detached and fell into the patient. There was no difficulty advancing the guidewire inside the tandem and no complaint was levied against it. The detached piece was not recovered as the physician thought that the fragment would pass naturally. The procedure was completed with another jagwire with no patient complications. The patient's condition had been described as "good."

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) on (B)(6), 2011. According to the complaint, during the procedure after the guidewire was inserted into a tandem cannula the guidewire detached and fell into the patient. There was no difficulty advancing the guidewire inside the tandem and no complaint was levied against it. The detached piece was not recovered as the physician thought that the fragment would pass naturally. The procedure was completed with another jagwire with no patient complications. The patient's condition had been described as "good."